Manufacturer narrative:
Samples from the unop0ened returned packets and appropriate control samples were evaluadted for subjective tie-down by the product performance and evaluation department. Slight raspiness was noted while tying down the returned samples, however the amount of raspiness was comparable to control samples. No fraying was noticed for any of the strands tested. A product inquiry recodrds review was conducted and there have been no other inquiries of any type received involving these lot numbers.

Event description:
Suture fraying. Customer reports that during open heart surgery, when tying suture, the suture appeared to pick up burrs on the way down and did not want to cinch all the way down. This suture was removed and another suture placed. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does not denote adverse event. MDR regulation of 07/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.